Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting. In conclusion, a hole in the tubing at pinch valve pv37 is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).

Event description:
The affiliate stated the customer reported fluid leaked under the instrument while performing reproducibility involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted, and no erroneous results were generated. There was no patient consequence associated with this event. No system errors were noted. The customer stated the I-beam tubing at pinch valve pv37 was leaking. The customer stated the tubing was replaced to resolve the issue. The instrument was returned to normal operation. The customer indicated the facility has an exposure control and risk management plan in place for biohazard material.